Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2021 with blood glucose level was 511 mg/dl. Customer experienced symptoms such as vomiting. Customer was treated with manual injection. Customer stated insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer performed self test and it was passed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was using auto mode. Customer was performed displacement test and it passed. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.